Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing, and lead impedance trend is stable however varies with pocket manipulation. It could not be determined if the noise was due to an issue with the device or the lead. The lead was capped, and the device was explanted and replaced with a single chamber pacemaker at the patient and family's request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: intermittency found between the connector pin and cap; proximal segment returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing, and lead impedance trend is stable however varies with pocket manipulation. It could not be determined if the noise was due to an issue with the device or the lead. The lead was capped, and the device was explanted and replaced with a single chamber pacemaker at the patient and family's request. No further patient complications have been reported as a result of this event.